Manufacturer narrative:
Customer complaint is confirmed that some of the handles have flickering led lights. There is also evidence that the customer did not properly follow the IFU instructions for how to disassemble the device based on the stripped threads on the orange insulator.

Event description:
The customer alleges that "the handle lights are flickering." No other details were provided and no patient injury/harm reported.